Event description:
It was reported that the patient felt lightheadedness and chest pain. The right atrial (ra) lead was observed with intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.